Event description:
Information was received from a manufacturer representative (rep) via healthcare provider regarding an implantable neurostimulator (ins). It was reported that they were connecting the lead to a new ins, and they tested the connectivity of the lead and the rep made mention that the lead did not pass the test. The doctor went on to say they needed to focus on a couple specific contacts and the rep then did an impedance test focusing on those specific contacts. No symptoms were reported.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name lead; product ID neu_unknown_lead (serial: unknown); product type: 0200-lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). Rep provided the patient and device information. Rep said after connecting the lead, connectivity out on contacts 6 and 7, the doctor then removed the lead, cleaned the lead and placed it back in the implantable neurostimulator (ins) with no improvement in connectivity, contacts 0-2 impedance under 3500, contacts 3-5 18981, 19,377, and 18066. Issue was not resolved and the physician was aware.

Manufacturer narrative:
Continuation of d10: product ID 3998 lot# serial# (B)(6) product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.